Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely elevated cardiac troponin dimension exl (tni) results. Hsc has reviewed the instrument data. No product non-conformance was identified with the instrument or reagent. The customer reported that the sample was hemolyzed and lipemic. The root cause is unknown. Hsc can perform no further investigation. There is no evidence of a product nonconformance. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl 200 instrument. The discordant result was reported to the physician who questioned the result. A new sample draw was processed and a negative result was obtained. The original sample was reprocessed and a negative result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated troponin I result.